Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor therapy. It was reported that on 2 occasions the stimulation has sped up and caused pain in the anus. When this happened the patient decreased stim and the pain calmed down. The patient said the pain didn't go away right away but it did after a while. The 1st occurrence was in (B)(6) or (B)(6) of 2021 and the 2nd occurrence was in (B)(6) of 2021. No further action was taken by patient services.

Event description:
Additional information was received. The healthcare provider (hcp) confirmed they had been notified of the issue at an appointment on (B)(6) 2022. When asked if the cause of the stimulation speeding up, causing pain was determined, "yes" was circled. When asked what most likely caused or contributed to the issue they replied, "not the device, but back pain." There was no response provided when asked what steps were or will be taken to resolve this issue. When asked if the issue had been resolved, "yes" was circled.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.